Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 46 mg/dl while wearing the pod. The patient reports being unable to walk and feeling dizzy. Once at the hospital the patients pod was removed. The patient had blood work administered as well as an electrocardiogram. The patient was prescribed insulin. The patient was discharged from the hospital after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.